Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection confirmed the reported event. Under visual inspection it was noticed that inflation line was detached from pilot balloon. Root cause of the event was unable to be determined due to the nature of the reported event. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that, during the use of the product, the inflation line got detached from the pilot balloon. There was no patient injury reported.